Event description:
It was reported by the distributor that the cap was loose and separated and the syringe did not eject the product into the patient. Reported issue: screw cap was loose and fell off and on to the ground. The product cap normally comes pretty tight. The third one the syringe did not eject the product into the patient

Manufacturer narrative:
Pr (B)(4). Follow-up emdr for device evaluation: two trays containing vials and syringes of lot 0001409459 were provided to our quality team for investigation. The syringes were examined and operated as intended and the failure mode of syringe occluded was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001409459 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information, a probable root cause was evaluated for this investigation as a supplier related issue. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see manufacturer here

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported by the distributor that the cap was loose and separated and the syringe did not eject the product into the patient. Reported issue: screw cap was loose and fell off and on to the ground. The product cap normally comes pretty tight. The third one the syringe did not eject the product into the patient